Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned for analysis. As there will be no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available information become available, an amended report will be provided.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed high out of range impedance measurements. It was thought this lead was fractured. Threshold measurements were within normal limits. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.